Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-04249. Related manufacturer reference number:1627487-2020-04251. It was reported the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention. Due to scar tissue, a revision could not be completed so the system was explanted. Date of explant is unknown.